Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transvenous implantable pacing lead that was initially placed in the his bundle moved over time and was reported to be capturing the atrium. The lead was capped and replaced with an epicardial lead. No patient complications have been reported as a result of this event.